Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID a520 software version: 2.0.375, product type software. Other relevant device(s) are: product ID: a520, software version: 2.0.375. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think their device is not working since they are not feeling the stimulation and their clothes are constantly soaked. Patient states they are getting up 5 times a night. Patient (pt) confirmed they have tried calling the doctor but the doctor just tells them to call the manufacturer. Pt confirmed not having any falls or trauma and states they have tried increasing stim and changing programs but just doesn't feel the stimulation. Patient services had pt bring up settings with handset. Pt was currently on program 2 at 2.7 v and confirmed stim was on. However, when pt would try to increase stimulation, it just keeps going to "end session and retry," they were unable to access the app. Pt states this is why they feel their device isn't working and they don't have the ability to increase stim. Patient confirmed this issue has been going on since right before christmas. Patient services had pt attempt to close out of all apps and restart handset and communicator. Pt also confirmed not being around any emi and was accessing the appropriate app but continued to have the same message. Patient services consulted with mobility and they suggested replacing handset at this point. The issue was not resolved through troubleshooting. An email was sent to the repair department and the handset was replaced.